Manufacturer narrative:
User facility report # (B)(4). The previous admission was reported in MFR. Report #2916596-2020-02961. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related user facility report # 36018000000-2020-8106. It was reported that the patient experienced chronic post ventricular assist device bleeding complications. Patient presented with his 2nd readmission at this center with hemoglobin 7.4 g/dl and international normalized ratio (inr) 2.3 on admission. Prior to this admission, octreotide had been increased to 100 micrograms three times per day, and inr goal had been further reduced to 1.5-2.0. Patient decline endoscopic evaluation this hospitalization. 4 units of blood were transfused.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The patient was readmitted on (B)(6) 2018 for bleeding complications. Upon admission, the patient was presented with a hemoglobin of 7.4 and an international normalized ratio (inr) of 2.4. Prior to this admission, octreotide had been increased and the patient¿s inr goal was further reduced to 1.5 to 2.0. The patient declined endoscopic evaluation during this hospitalization. The patient was transfused with four units of blood. The patient remains ongoing on vad support. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.